Event description:
A malfunction on the pump was reported by the caller after it got wet. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer was advised to use multiple daily injections as a backup therapy. The customer was informed that the replacement pump would come with updated software and provided instructions on how to store and return the faulty pump. The caller acknowledged all instructions, including the need to return the problematic pump within 10 days to avoid charges.